Event description:
It was reported that during thoracoscopic surgery, when the device was used during lung lobe resection, the handle could be squeezed but was unable to fire. Another handle and reload were used to resolve the issue. The patient was reported to be alive with no injury.

Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # p5d1171s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.